Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that their mother passed away, and they were told by the nurse that "when they went in to resuscitate her, they said the pacemaker didn't fire". No further information was available.